Event description:
It was reported to nova biomedical that a consumer received the following back to back readings of 48 mg/dl and 85 mg/dl on his blood glucose meter, within a 10 minute time period. These readings were determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.